Event description:
In 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography using a hydratome on a male, "the distal tip of the cutting wire came away from the sphincterotome and became exposed". The physician removed the device and successfully completed the procedure with another same device. There were no reported pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The april 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.